Manufacturer narrative:
The reported complaint of a damaged teflon pad was confirmed. Visual inspection revealed that the teflon pad on the grasping section was burnt. This phenomenon can be attributed to the heat generated by friction between the grasping section and the continuous vibration of the probe without a tissue being grasped. In addition, the outer sheath appeared loose and buckled, which is likely due to the excessive force the user applied during the insertion and withdrawal of the device from the trocar.

Event description:
It was reported that the tip broke at the distal end. There was no patient injury reported. No additional information was provided.